Event description:
It was reported by the sales rep that during a robotic mvr the intraclude aortic device's balloon kept losing pressure and additional volume was added after initial cardioplegia delivery and again throughout the case. Near the end of the case when the device was removed from the patient's body, some resistance was encountered when the balloon was near the distal tip of the endoreturn cannula. Suspecting that there was still volume in the balloon, the pa attempted to draw out any remaining volume. When the balloon was further deflated, the volume that came out was bloody. Once out of the body, the balloon was re-inflated and no obvious holes were seen. No patient injuries were stated.

Manufacturer narrative:
Device has been received and is currently under review in to root cause for malfunction.

Manufacturer narrative:
The catheter was visually inspected and a multiple kinks were found between from distal tip of the catheter and first marker band. Another kink was found just below the trifurcation of the catheter. The balloon was inflated with 35 cc of water as indicated in the IFU and a dried blood string was visible inside the balloon. The balloon inflated properly and was able to maintained inflation for over two hours with no defects observed. Manufacturing records were reviewed and found appropriate. The root cause of the saline within the syringe being tainted with blood cannot be determined. Typically there would be blood in the balloon if there the balloon or shaft of the device were damaged or there was cross-talk between the lumens. Since a string of dry blood was visible in the balloon during the evaluation, blood did enter the balloon lumen. However it is not known how the blood entered the balloon and the balloon lumen. No leak was detected during the evaluation. This complaint could not be traced to a manufacturing or design related issue; therefore, a product risk assessment pra will not be initiated. The information gathered in this customer experience report will be included in trend data and future CAPA determinations.